Event description:
The customer reported generation of false negative patient results for creatine kinase isoenzyme (ck-mb) and multiple analytes involving their au5800 clinical chemistry analyzer. The customer did not specify which other assays were affected. The customer did not provide patient demographics, and the exact number of patients affected is unknown. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer provided two (2) examples of the false results.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse reviewed data and noted abnormal reading points in different samples. The fse inspected the suspected defective photometer lamp and found foreign matter inside the lamp which caused the abnormal readings. The fse replaced the photometer lamp to resolve the issue. The fse performed system verification tests successfully without further issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by the customer section e1- initial reporter phone number is (B)(4). Beckman coulter internal identifier is (B)(4).